Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) medical ctr). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stops and calibrates continuously.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to replicate the failure. The unit passed all functional/safety tests as per manufacturer's specification.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) stops and calibrates continuously. There was no harm or injury reported.